Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition essure coil/ essure coil in descending colon epiploica') in an adult female patient who had essure inserted. The patient's medical history included multi gravida and parity 3. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy, removal of essure coil, left tubal fulguration). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: right tube with coil visualized, contrast noted way up length of coil . Left tube with no contrast or coil visualized. Essure coil noted in patient's left upper quadrant. Concern for tubal spasm resulted in lack of contrast and not effective blockage of tube .. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition essure coil/ essure coil in descending colon epiploica') in an adult female patient who had essure inserted. The patient's medical history included multi gravida and parity 3. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy, removal of essure coil, left tubal fulguration). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: right tube with coil visualized, contrast noted way up length of coil. Left tube with no contrast or coil visualized. Essure coil noted in patient's left upper quadrant. Concern for tubal spasm resulted in lack of contrast and not effective blockage of tube. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.